Manufacturer narrative:
The reported event of pressure sensor failures file was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit by bd representatives, biomed reported having had a lot of pressure sensor failures. There was no report of patient involvement.